Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic after high ventricular rate episodes due to right ventricular lead noise was observed via remote monitoring. Noise was reproduced with left shoulder movements. Programming changes were performed but the noise was still reproduced. No further programming changes were made. Patient was stable and will continue to be monitored.